Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device gave a "no shock advised" prompt for a rhythm clinicians belied was shockable. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.